Manufacturer narrative:
This complaint was opened on the wrong asset. The complaint has been reported in MDR-1028232-2021-02793. Closing report.-

Event description:
It was reported after approx. 56 months, that oversensing was detected. The ICD was replaced.